Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3998, lot# la1068, implanted: (B)(6) 2002, product type: lead.

Event description:
The patient via a manufacturer representative reported that they had not felt stimulation since approximately 2005. It was noted that the implantable neurostimulator (ins) worked for a year or two and then stopped. They had not been getting stimulation on the right side of their body starting around 2005. Even before they lost stimulation they noted that the stimulation was not great. There were no falls or trauma associated with this event. The lead configuration and programming considerations were set correctly so it was unknown why the patient didn't have stimulation. Additional information received from the patient indicated that they had x-rays on (B)(6) 2016 and they saw their wire was not connected from the x-ray which was confirmed by their doctor. They had their ins replaced. The patient was implanted for failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.